Manufacturer narrative:
Additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During functional testing, the reported problem "false air in line error" was not reproduced. A review of the event history log revealed multiple "air-in-line!" Messages. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was the ultrasonic sensor out of range. The ultrasonic sensor required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed false air in line. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.